Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. D6a implant date was reported as (B)(6) 2025.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present. The patient was discharged on a non-vitamin k antagonist oral anticoagulant medication in response to this event. The patient was admitted to the hospital following a thromboembolic cerebral vascular accident. A tee procedure was performed in response to this event. The tee imaging showed that the patient had a second closure device present that had previously been implanted. The closure device was tilted 90 degrees with a leak that is larger than 5mm. The patient is currently continuing to receive oral anticoagulation therapy.